Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was hospitalized after experiencing a syncopal episode. Attempts to interrogate the device were unsuccessful. As a result, a device replacement procedure was scheduled. The device was explanted. The right ventricular (rv) lead was explanted as a precaution as the physician suspected the rv lead could have caused or contributed to the event. Additionally, the right atrial (ra) lead was explanted due to high, out of range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the device had no telemetry. The device case was removed and found the 12 volt power supply to be shorted to ground. Visual inspection identified some foreign material shorting the 12 volt power supply and the ground terminal. Once the foreign material, which was found to be titanium, was removed, the 12 volt power supply was no longer shorted to ground and the device functioned appropriately. As a result, analysis confirmed the clinical observations.